Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone, the insulin pump had alarmed failed battery test when he removed the battery to fix the frozen display issues. Customer's blood glucose was unknown. Customer declined troubleshooting for failed battery test. Customer's spouse then stated the device was frozen, it displayed the alert silence but she noticed the time was advancing. Troubleshooting for keypad anomaly was performed. Customer's spouse stated none of the buttons were responding. Customer was golfing when issue started. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to corroded keypad traces. All operating currents are within specification. No unexpected failed battery test alarm noted. The insulin pump has cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.